Manufacturer narrative:
The customer called and spoke with a philips representative. Upon initial assessment from the remote service engineer (rse) it was suspected that the processor pca may require replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the pca processor board, the replacement for which the customer is was to order. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device experienced a charge button failure. There was no patient involvement.